Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and shutdown after the the charger was unplugged. A log download was performed, the log shows unexpected power on event during investigation window. The receiver case was opened for internal inspection and failed, a defective battery was found with a cracked controller chip. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.